Event description:
A malfunction alarm, identified as malf 24, was reported with no adverse impact on the customer's blood glucose level. The customer's pump, which was under warranty, could not be reset, prompting the decision for a replacement. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy while awaiting the replacement pump. The customer was also provided with instructions on putting the malfunctioning pump into storage mode and was advised returning it within ten days to avoid charges. A replacement pump was sent, and the customer was reminded to transfer their settings and connect their cgm to the new pump.